Manufacturer narrative:
An outside of the united states customer contacted a siemens customer care center and reported that erroneous valproic acid (vpa) results were obtained on five patient samples from an atellica ch 930 analyzer. Quality controls (qc) were acceptable at the time of the event. A siemens specialist reviewed the calibration definitions and determined that a vpa lot calibration was performed with the incorrect values. The customer inputted the incorrect values and the affected samples were performed using the lot with incorrect values. A siemens customer service engineer (cse) was dispatched to the customer's site and performed an atellica test protocol (atp) precision study. A pack calibration was performed with the correct values. A qc precision study was performed and recovered acceptably. Incorrect calibration definitions potentially contributed to the erroneous vpa results. The device is performing within specifications. No further evaluation is required.

Event description:
Erroneous valproic acid (vpa) results were obtained on five patient samples from an atellica ch 930 analyzer. The erroneous results were reported to the physician(s), who questioned the results. The patient samples were repeated on the same analyzer. The repeat results were reported to the physician(s) as the correct results. There are no known reports of patient intervention or adverse health consequences due to the erroneous vpa results.

Manufacturer narrative:
Siemens filed initial MDR 2517506-2023-00122 on 12-apr-2023. Additional information (24-apr-2023): siemens further investigated the incident. The quality of the atellica ch analyzer was validated near the time of the valproic acid (vpa) erroneous results. Service method testing recovered acceptably, and the precision and accuracy of the analyzer were within the customer's established ranges. Siemens concludes that the erroneous vpa results were due to an incorrect lot calibration. The customer manually typed in the incorrect vpa level 2 bottle values for the drug calibrator, substituting the level 2 value of vancomycin for the vpa value. The customer was educated on the calibration process and differences between lot and pack calibrations. The customer monitored the vpa performance and reported no additional method concerns. The customer reported accurate results following a second centrifugation of the patient sample. Additionally, samples' quality and pre-analytical factors potentially contributed to the erroneous vpa results. The investigation findings in section h6 was updated to reflect the findings of the siemens investigation. The instrument is performing according to specifications. No further evaluation of this device is required.